Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 545 mg/dl. The customer was treated for the high blood glucose with an insulin pen. The customer was assisted with trouble shooting and found that their cannula was bent. The customer declined any further troubleshooting. The product was not returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.